Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection on the g5 mobile application and an adverse event. The patient¿s mother stated they were not paying attention to the patient¿s dexcom most of the day and went to bed. It was indicated that the patient had a seizure and the patient¿s mother called 911. The patient was taken to the hospital and was treated with glucagon and an intravenous (IV) drip of sugar and saline. It was indicated that the loss of connection occurred during the time the patient was sleeping. The patient¿s mother could not provide further information at the time of contact as she was speaking with the doctor. Additional patient information is not available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.